Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Evaluation of the returned device revealed that the system meets specifications of the ilab system functional feature test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-08573 and 2134265-2015-08572. It was reported that automatic pullback failure occurred. An ilab ilab ultrasound imaging system, version 1.3 was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, upon pullback the system was shut down by itself. No patient complication was reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08573 and 2134265-2015-08572. It was reported that automatic pullback failure occurred. An ilab ilab ultrasound imaging system, version 1.3 was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, upon pullback the system was shut down by itself. No patient complication was reported.